Event description:
It was reported that core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiogram (tee) imaging. A watchman fxd double curve access sheath (was) and 31mm watchman flx pro closure device and delivery system (wds) were prepped and inserted. The wds was exchanged for a 27mm wds, and then again for another new 31mm wds device in order to meet release criteria as the laa had shallow depth anatomy issues. The 31mm wds was repositioned and after it was unsheathed the core wire had become disengaged, causing the 31mm closure device to be released. The physician was able to rethread the wds core wire back onto the closure device safely and successfully removed the 31mm wds from the patient. An effusion check was completed. No patient complications occurred. The procedure was aborted due to the shallow depth anatomy and the patient anatomy not being appropriate for the watchman closure device.